Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0l5dp, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A consumer reported that a connection in the deep brain stimulation (dbs) wiring wore through their skin and caused an infection. The dbs was removed and the patient was on intravenous antibiotics twice a day for six weeks. The patient's indication for use is parkinson's dual and movement disorders. No cause, troubleshooting, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.